Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.1, 1.4, lab: 2.12.